Manufacturer narrative:
A partial lead measuring 43.0cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a complication has occurred when the physician attempted to extract the advisory right ventricular lead during a normal device change out procedure. Superior vena cava was torn while attempting to remove the right ventricular lead via laser sheath extraction. The physician performed the repair and the lead was extracted. The patient was being monitored in the intensive care unit with standby pacing and external defibrillation. The patient was in a good condition.